Event description:
Rptr staes that the dr was implanting an xl femoral component. However, when the implant was in place the dr noticed that it was loose. They rechecked the label on the implant itself and found that it was labelled correctly the box was labelled correctly, but it appeared to be bigger than an xl compared to the trial which fitted in well. They had to use extra cement to put it in place. There was no adverse consequence for the pt.